Event description:
It was reported that pump displayed malfunction message malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction message returned, which customer acknowledged and understood.